Event description:
During the procedure, the deltaplush coil (cpl10020330/c14732) did not advance through the microcatheter (details unknown). It was stuck in middle of the microcatheter. He used another same size deltaplush coil (cpl10020330/lot unknown). A 2.5 mm x4 cm deltapaq coil (cdf10025430/c15588) failed during preparation. The introducer sheath did not peel off from the delievery system. During the preparation the coil was also stretched. No patient or vessel code information provided.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
It is possible that procedural factors related to the unsheathing technique, which is outlined in the instructions for use, may have contributed to the inability to peel away the introducer which may then have resulted in the stretching of the coil. However, based on the limited information and without return of the device for analysis, a definitive conclusion cannot be made. A review of the manufacturing documentation associated with cdf10025430 lot c15588 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.